Manufacturer narrative:
Without a lot number the device history records review could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown quantity of screws that broke intra-operatively with portions remaining in situ. This report will address the screws whose shafts remain in situ following the revision on (B)(6) 2016. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent an explant procedure on (B)(6) 2016 during which a locking compression plate and fourteen (14) screws were removed. During the extraction, the hexagonal heads of six (6) screws became dull and were difficult to remove. Two (2) of those dull screws were successfully explanted with the use of a screw extractor and drill bit. The other four (4) screws (along with the plate) were removed via carbide drill. However, the shafts of several screws were left in the patient's body. The procedure was completed with a two (2) hour delay. This report is for an unknown quantity of screws that broke intra-operatively with portions remaining in situ. This report is 3 of 3 for com-(B)(4).